Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a medical examiner and alleged there was a unspecified product performance issue. Information identified in the paperwork indicated the patient died approximately 8 years post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. Analysis will not be completed at this time. However, if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: 694965 implantable tachy lead implanted: 2005-(B)(6). (B)(4).